Event description:
Over-delivery due to an operator error in programming the device. The pump was programmed at an unspecified time in the continuous + pca mode to deliver 1mg/ml morphine at a rate of 0.2mg, with a 0.1mg pca dose, a 15-min pt lockout and an 8mg, 4 hr limit. Three hrs after the syringe was changed, the night nurse entered the room to attend to a pump alarm and found that the syringe was empty. The same nurse reviewed the pump programming and found that the drug concentration was programmed for 0.1mg/ml, instead of the intended 1mg/ml. There was no reported adverse effect and no medical interventions were necessary.